Event description:
Complainant alleged that while attempting to treat a pt, the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction. Complaint alleged that during subsequent testing of the device, the device displayed "poor pad contact" and "check pads" messages.

Manufacturer narrative:
Zoll med corp has received the product and will be providing a f/u report when our investigation is completed.